Event description:
A ligasure bipolar device was being used for a laparoscopic procedure. Once the device entered the patient's abdomen, it did not work. All connections were checked and the device still did not work.